Event description:
During preparation for use for cardiopulmonary bypass, the centrifugal pump battery indicator led was not illuminated and the batteries were completely discharged. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation anticipated, but not yet begun.